Event description:
Customer reported at 7:15, device = 116 mg/dl. Customer took 4 units of humlog, 36 units of lantus, and ate breakfast. At 9:30, customer felt shaky. Customer passed out before customer was able to obtain another device result. 911 was called and customer stated drinking 3-20 oz cokes while waiting for the emergency medical technician (emt). Emt's gave customer an IV. At 1 pm, emt & customer's device = 103 mg/dl. No controls were used. A request was made for return product and replacement product was sent.